Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "complications from your essure removal procedure:essure the right side was removed during the ablation procedure". The patient's previously administered products included for menorrhagia: norethindrone from (B)(6)2018 to (B)(6)2018; for contraception: mirena from 2009 to (B)(6)2012. Past adverse reactions to the above products included drug ineffective with norethindrone. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation (B)(6)2017) and essure removal). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge and dysmenorrhoea had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: her essure the right side was removed during the ablation procedure and the left side was still intact. On (B)(6)2017, surgical pathology report revealed no evidence of endometrial polyp, endometritis, endometrial hyperplasia or invasive. Operative note: there appears to be no evidence of any postop complications. Because a portion of her essure device was removed during the procedure, she will need to undergo a repeat hysterosalpingogram it's most likely that the inner coil is still present within the fallopian tube and she still has occlusion but this still needs to be confirmed. She received treatment for menorrhagia, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, dysmenorrhea and hormonal imbalance. Discrepancy noted in essure insertion date (B)(6)2014 & (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion; on (B)(6)2017: on the contrast filled exam, the uterus is well opacified and well filled and there is nothing to suggest contrast extending out the fallopian tubes beyond the embolization coils, indicating successful occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, vaginal discharge and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events (abdominal pain and hormonal imbalance) and reporter detail updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 35-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "complications from your essure removal procedure:essure the right side was removed during the ablation procedure". The patient's previously administered products included for menorrhagia: norethindrone from (B)(6) 2018; for contraception: mirena from 2009 to (B)(6) 2012. Past adverse reactions to the above products included drug ineffective with norethindrone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain: pelvic"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation (B)(6) 2017)). At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, vaginal discharge and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: her essure the right side was removed during the ablation procedure and the left side was still intact. On (B)(6) 2017, surgical pathology report revealed no evidence of endometrial polyp, endometritis, endometrial hyperplasia or invasive. Operative note: there appears to be no evidence of any postop complications. Because a portion of her essure device was removed during the procedure, she will need to undergo a repeat hysterosalpingogram it's most likely that the inner coil is still present within the fallopian tube and she still has occlusion but this still needs to be confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on 31-aug-2017: on the contrast filled exam, the uterus is well opacified and well filled and there is nothing to suggest contrast extending out the fallopian tubes beyond the embolization coils, indicating successful occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, vaginal discharge and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "complications from your essure removal procedure:essure the right side was removed during the ablation procedure". The patient's previously administered products included for menorrhagia: norethindrone from (B)(6) 2018; for contraception: mirena from 2009 to (B)(6) 2012. Past adverse reactions to the above products included drug ineffective with norethindrone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain: pelvic"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation ((B)(6)2017)). At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, vaginal discharge and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: her essure the right side was removed during the ablation procedure and the left side was still intact. On (B)(6)2017, surgical pathology report revealed no evidence of endometrial polyp, endometritis, endometrial hyperplasia or invasive. Operative note: there appears to be no evidence of any postop complications. Because a portion of her essure device was removed during the procedure, she will need to undergo a repeat hysterosalpingogram it's most likely that the inner coil is still present within the fallopian tube and she still has occlusion but this still needs to be confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion; on (B)(6)2017: on the contrast filled exam, the uterus is well opacified and well filled and there is nothing to suggest contrast extending out the fallopian tubes beyond the embolization coils, indicating successful occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, vaginal discharge and dysmenorrhea". Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case was upgraded from other event to incident. The previously reported event¿ injury to herself¿ was updated to more specified events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic, and vaginal discharge¿. This case is medically confirmed. Reporter, demographics, historical drug, lab data, essure removal date, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.